Manufacturer narrative:
The initial report was submitted with the wrong event date. The correction has been made with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of below 30 mg/dl at the time of the incident. The customer was at 483 mg/dl before the low. The customer was given food, glucose tablets, and intravenous fluids to treat. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump and reservoir will be returned for analysis.